Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was successfully loaded onto the delivery catheter system (dcs) and fluoroscopy indicated a normal load. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm balloon. The valve was implanted at a depth of 3-4 mm on the left coronary cusp (lcc) and 3-4 mm on the non-coronary cusp (ncc). Following release, the valve dislodged into the left ventricular outflow tract (lvot) to a depth of 10-12 mm on the lcc and ncc. Moderate aortic regurgitation was noted. A snare was used and it was reported that it was only possible to snare the paddle in the inner curve. The valve was snared to a height of 7 mm and was fixed on the snare. A 26 mm balloon was positioned into the valve in order to fix the valve at this height, however the pacemaker placement was incorrect and the balloon was withdrawn. As the balloon was withdrawn, the valve dislodged into the ascending aorta. Angiogram revealed there was no aortic dissection. A second valve was loaded, however thoracic pain developed. Echocardiogram indicated pericardial effusion. General anesthesia was provided and transesophageal echocardiogram (tee) showed an aortic dissection. Subsequently, the valve was explanted and a non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the was received via ups in original packaging and original jar submerged in clear solution. The valve was discolored, showing evidence of blood contact. All leaflets were flexible and intact. All leaflets were in the closed position. Blood remnants were noted along the outflow margin of attachments. All commissures appeared intact. There was no evidence of distortion or damages on the frame. Corrected b5: information was received indicating that the moderate aortic regurgitation that occurred following the dislodge was pa ravalvular leak (pvl). Per the physician, the cause of the dissection was snaring of the dislodged valve. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve was returned to medtronic for product analysis. No images of the implantation procedure or the implanted valve were available for medtronic review. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm balloon. In this case, the valve was deployed within the instructions for use (IFU)-recommended implant depth range of 1 to 5 mm at a depth of 3-4 mm on the left coronary cusp (lcc) and 3-4 mm on the non-coronary cusp (ncc). Dislodge events are typically not related to a device malfunction. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The dislodgement may have been a contributing cause to the pvl. Vascular injuries such as dissection, are known potential adverse patient effect per the evolut system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the cause of the dissection was snaring of the dislodged valve. In addition, snaring may be a potential cause of dissection as the evolut IFU states, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Pericardial effusion is a known effect that can occur after cardiac procedures due to procedural complications. The dissection may have been a contributing cause to the effusion. Review of the device history record (DHR) for this device was performed. Based on the DHR review, all process parameters were within specification as outlined in applicable procedures and specifications. All materials used were as per the requirements of the DHR. All processes were carried out as per relevant procedures and met specification. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.